Event description:
Four patients presented with very high intracranial pressure (icp) readings (60-80mmhg) post implantation. These reading were not accepted by the neurosurgeons. The patients were sent for CT scan/magnetic resonance imaging and appeared to have "plenty of space". Upon removal, one of the 110-4b catheters was found to be "bent". The issue increased the time for following patient pressure. Additional information received on 24jan2017 with the following: the monitor was changed multiple times for the four patients who had the catheter placed due to head trauma but the icp reading was still elevated. No patient injury was reported. As a precaution, all 8 of the customer's cam02 monitors will be sent to the manufacturer for evaluation. Linked to mfg. Report numbers: 2023988-2017-00005, 2023988-2017-00006, 2023988-2017-00007, 2023988-2017-00008, 3006697299-2017-00018, 3006697299-2017-00019, 3006697299-2017-00020, 3006697299-2017-00021, 3006697299-2017-00024, 3006697299-2017-00023, 3006697299-2017-00025.

Manufacturer narrative:
Integra has completed their internal investigation on may 17, 2017. Results: evaluation of returned device; the product was returned to the service centre but the evaluation was unable to conclusively verify the complaint as valid. The cam02 monitor was verified as performing to specification. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; during the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors combined was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (11) can therefore be calculated as (B)(4) of procedures. This percentage is outside the expected rate of occurrence scored in the health risk assessment. Conclusion: the product was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed, the cam02 monitor is not considered the cause of the complaint incident.